Event description:
Reference number (B)(4) event occurred in the united states. It was reported that the patient had experienced a high blood glucose event on (B)(6) 2026. The patient blood glucose value was 144 mg/dl the high blood glucose remained elevated for more than four hours. The patient treated the high blood glucose using the insulin pump. The patient had been using the insulin pump system within forty-eight hours of the reported high blood glucose event. No further information available.